Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial hip arthoplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons. Additional information received reported patient was revised on (B)(6) 2015 due to cup migration. The cup was removed and replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent an initial hip arthoplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons. However, no revision has been reported at this time. No further information has been provided.